Event description:
A malfunction was reported on the pump, identified with a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, after which the issue did not recur; the customer was advised to continue using the pump and to call back if the issue reappears.